Event description:
The reporter stated that they see air in the transducer. They continually have to clear the lines. No pt injury or treatment as a result of this issue.

Manufacturer narrative:
The returned unit was evaluated, and there were no visual or functional issues present. The reported air in the line is most likely due to bubbles being generated during the fast flushing of the flush device that have not been primed out of the line. The device history record was reviewed and found to be acceptable. Medex was unable to confirm this issue, however, can determine the possible cause. No additional action necessary at this time. Medex considers this issue closed with this MDR report.